Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon could not be inflated. The procedure was completed with another cre pro wireguided dilatation balloon . There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results of balloon burst.

Manufacturer narrative:
The patient's exact weight was reported to be 49.5 kg. (B)(4). Investigation results: the returned cre pro wireguided dilatation balloon was analyzed and a visual and microscopic examination found that the balloon was ruptured. No damages were found to the catheter of the device and the guidewire was noted to be bent. With all the available information, boston scientific concludes the reported event was not confirmed. The rupture found in the balloon is likely to have occurred due to factors encountered during the procedure; excess pressure, interaction with other devices, or anatomical affairs. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause the problem of failure to inflate during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.